Event description:
During a lower extremity intervention the guide wire fractured, leaving the tip of the wire in the body enclosed in the stent that was placed over the lesion.

Event description:
During a lower extremity intervention the guide wire fractured, leaving the tip of the wire in the body enclosed in the stent that was placed over the lesion.